Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a no delivery alarm and high blood glucose level of 537 mg/dl. The customer did not have any symptoms, but treated with the using a manual injection. The customer's blood glucose value was 449 mg/dl at the time of the call. The customer reported that the high blood glucose levels began on (B)(6) 2017. There were no leaks or air bubbles. There were no site or insulin issues. The customer declined to check device settings were correct. The customer declined to performed the high-pressure test. The customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The customer blood glucose before ending the call was 211 mg/dl. The product will not be returned for analysis.